Event description:
During a lead placement procedure, it was confirmed that the pt had a dura puncture. The physician aborted the procedure. The pt has since been discharged from the hospital.

Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation.